Event description:
Following a surgical procedure, it was noted the device was in back up mode and tachy therapy was unavailable. It was noted the patient had undergone a MRI prior to the surgical procedure and again post surgical procedure. The device was not programmed into MRI mode prior to undergoing the mris. Technical support was contacted and attempted reprogramming the device, however, was unsuccessful. Technical support suspected a hardware issue related to the surgical procedure but the true cause of the back up mode was undetermined at this time. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of reset was verified in the lab. However, the reset was determined to be caused by the device being exposed to magnetic resonance imaging (MRI) without being programmed for MRI use. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.